Event description:
After a daily cleaning procedure (dcp), toxoplasma (toxom) qc results were depressed. This was found on multiple advia centaur assay development systems within siemens healthcare diagnostics (B)(6). There are no patient samples run on these instruments, therefore, no discordant patient results were generated.

Manufacturer narrative:
Siemens in-house testing confirmed that after a daily cleaning procedure (dcp), rlus for the first few toxm samples were depressed. Toxm is a 2-pass assay that uses water for resuspension. The cause was determined to be the presence of residual bleach at the water resuspend line (rp2). Further investigation determined that adjusting the depth of the rp2 line connection into the aspirate probe connector assembly (quick disconnect) eliminates the rlu depression. A field correction was implemented. The system(s) are performing within specifications. No further evaluation of the device is necessary.